Event description:
It was reported that the catheter was not well lubricated so the patient could not insert a magic 3 catheter. Also stated that the patient tried with a new catheter and had the same result and noticed that these catheters were dry and not lubricated properly. The patient was not sure that the technique for spreading the sterile water packet was wrong.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "operator error." The device used for the treatment, though it was unknown whether the device was related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was not well lubricated so the patient could not insert a magic3 catheter. Also, the patient tried with a new catheter and had the same result and noticed that these catheters were dry and weren't lubricated properly. The patient was not sure that the technique for spreading the sterile water packet was wrong.